Event description:
It was reported that sometimes, post-port placement, the cannula on the port needle allegedly had a crack. It was further reported that the blood was escaping from the cracked surface along with some air. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometimes, post-port placement, the cannula on the port needle allegedly had a crack. It was further reported that the blood was escaping from the cracked surface along with some air. Reportedly, the port was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport implantable port kit was received for evaluation. Gross visual, microscopic and functional evaluations have been performed. A a crack was noted throughout the introducer needle hub. Upon functional testing, a leak from the needle hub was observed upon infusion of the device. Aspiration was attempted and was unsuccessful as dye water did not fully aspirate back within the in-house syringe. Therefore, the investigation has been confirmed for the reported fracture, fluid leak and air/gas in device issues. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.